Manufacturer narrative:
Follow-up report submitted to document device results. H3 other text : device not available for evaluation

Event description:
The manufacturer sales representative reported that the bur broke off and part of the bur remained inside the drill at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the bur broke off and part of the bur remained inside the drill at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.